Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/19/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n scorpion needle when passing the needle through the forceps, it does not take sutures and ends up breaking the tip of the needle. This occurred during use in a case with no patient effect.